Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.